Manufacturer narrative:
On 9-dec-2021, the suspected medical device was returned for evaluation. On 27-dec-2021, the investigations on the suspected medical devices were completed. Two devices with the same lot number were received. However, they were not differentiated for left and right. As a result, product investigation was performed on both returned devices. Investigation summary (device 1): mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H.6. Component code: appropriate term/code not available (g07002). H.6. Investigation findings: no device problem found (c19). H.6. Investigation conclusions: no problem detected (d14). Investigation summary (device 2): mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a crease/fold on the anterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H.6. Component code: membrane (g04088). H.6. Investigation findings: appropriate term/code not available (c22), cosmetic. H. 6. Investigation conclusions: known inherent risk of device (d12) . Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-nov-2020, mentor received additional information regarding the revision surgery and replacement devices. The patient underwent removal and replacement with two 650cc mentor memorygel breast implant prostheses (catalog #: 3505650bc, left serial #: (B)(6), right serial #: (B)(6)) on (B)(6) 2020. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant products: 425cc mentor memorygel breast implant, catalog #: 3504254bc, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic caucasian female patient underwent a primary breast augmentation with a 425cc mentor memorygel breast implant and experienced postoperative right-sided grade IV capsular contracture. The diagnosis was confirmed by a physician on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.